Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of packaging seal compromised.

Event description:
It was reported that, during unpacking, the seal of the tria ureteral stent packaging was torn.

Event description:
It was reported that, during unpacking, the seal of the tria ureteral stent packaging was torn.

Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of packaging seal compromised. Block h11: the returned tria ureteral stent was analyzed, and a visual evaluation noted that the blue closure strip was peeled off with a foreign matter on the adhesive strip. Also, the bottom of the box was found with the label torn. No other problem with the device were noted. The reported event was confirmed. Based on the product analysis, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Regarding to the analysis, it was confirmed that there is enough evidence to demonstrate the device left the production floor being acceptable and fully functional. There are some controls for the process to ensure that there is no damage to the closure strip. Therefore, based on the information gathered, the most probable cause of the reported issue cannot be established since the investigation findings do not lead to a clear conclusion, about the cause of the reported adverse event, cause not established was selected as the most probable cause for the complaint.